Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported.